Manufacturer narrative:
According to the facility, "spinal needle inserted into patient's shoulder prior to incision by fellow. Fellow unable to removed stylet after insertion. Entire spinal needle was removed from shoulder and replaced." Facility reports no serious injury related to this malfunction, patient only required a re-stick. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "spinal needle inserted into patient's shoulder prior to incision by fellow. Fellow unable to removed stylet after insertion. Entire spinal needle was removed from shoulder and replaced."